Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 600 mg/dl at the time of incident, but was 321 mg/dl at the time of call. The customer stated the infusion set was bent and the buttons may have been pressed. The customer treated with a manual injection. During troubleshooting, the customer found that the insulin looked cloudy and their site was a little red. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was informed that the product was working as designed and nothing was replaced or returned.